Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a detached irrigation/inflation port could lead to leakage of fecal matter from the device which can pose the risk of wound exposure (with resultant infection) to pts using the device. No additional information was been provided. A return sample for evaluation is not expected.

Event description:
Inflation port damaged/detached. Inflation port was laying loose in the blister package.

Manufacturer narrative:
Additional info was received on 06/30/2015. Third party MFR performed a batch record review for lot # 11-fm-03 and found no exceptions. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Adhesion testing was performed along with tensile testing and no unusual forces were found. After a thorough batch record review, no discrepancies or non-conformances were discovered. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have ben provided to date. Should additional info become available, a follow up report will be submitted. Reported to the FDA on 07/16/2015.